Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer changed infusion sets and cartridges. Additionally, it was reported that the customer experienced ongoing blood glucose (bg) levels of over 600 mg/dl, and trace ketones. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Customer declined to provide release date, however, indicated that the issue was resolved and no permanent damage was sustained.